Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the reported problem area of the pipette assembly was stuck and not functioning correctly. The plunger and tip clamps were cleaned. The tip clamp pickup k0 and k1, primary rack k2, secondary rack k3, reagent k4, and tip wipe/wash k5 positions were adjusted. The instrument was tested without further problem and returned to service.